Event description:
It was reported that a user experienced an issue with the ilet breakfast meal announcement not adjusting as expected, which was followed by prolonged elevated glucose readings. Symptoms included hyperglycemia without reported acute complications. Outcomes included no reported hospitalization, emergency treatment, or alarms. Investigation included customer support troubleshooting and education provided remotely. Investigation of this case revealed the cause of hyperglycemia was unclear with no device alarms reported. It was concluded that the event was user-reported hyperglycemia with an undetermined cause and no confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
"This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence".